Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline communication fault alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. Review of the submitted image showed the inline connector pins and the controller connector pins, which appeared unremarkable. The submitted system controller event log file contained events from 28oct2025 through 04nov2025. A driveline communication fault alarm, associated with communication b line faults, was active throughout the duration of the log file. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6) , with no further issues reported at this time. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook, are currently available. Section 2 of the IFU, ¿system operations¿, explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instruction on how to do so. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including driveline communication fault alarms, and the actions to take if the issue does not resolve. Section 8 of the IFU, ¿equipment storage and care¿, and section 6 of the patient handbook, ¿caring for the equipment¿, explain how to properly care for the equipment, including the modular cable. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook cautions the user to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having connection fault alarms which were silenced by the perfusionist. The section of the driveline proximal to patient had been previously rescue taped by home left ventricular assist device (lvad) center in macon. The area had extended down further. No wires were exposed, and the rescue tape was applied on (B)(6) 2025 by lvad team. Log files confirmed driveline communication b fault alarms on (B)(6) 2025. It was recommended to exchange the modular cable and system controller. After exchanging, it was asked to perform 15 power cable disconnects to collect more log file data and send the log files from this. This alarm has not interfered with pump operation. It was noted that there were also odd voltage issues. The log files following the exchanges and were provided and showed the alarm had returned. It was said the patient had this alarm for approximately 2 years and their home lvad center in macon silenced the alarm permanently. It was told that they could clean up the pump cable connector to see if it would resolve the issue. If not, they could permanently silence the alarm. The patient underwent their first cleaning of their modular cable where their driveline communication fault resolved following the replacement of equipment. During the first cleaning of the connector surface, it was noted there was green debris above two pinholes. The debris was scrubbed off, and the cable was reconnected after 33 seconds. It was said that around 1:15pm, the patient's driveline communication fault was back. Active driveline communication fault alarms were confirmed to have returned in the log files on (B)(6) 2025 @ 13:03:51. At this stage, the recommendation was to permanently silence the alarm. The redundant comm a line was functioning as intended so there¿s no actual loss in communication between the pump and system controller. A second cleaning of the pinholes was performed lasting 46 seconds. Following the reconnection, the alarms cleared. The final cleaning of the surface and pinholes was performed lasting 53 seconds. The driveline was connected to a new modular cable and the backup system controller. No further alarms were noted. It was confirmed that there was a total of 2 system controller exchanges. The first was to rule out any system controller issues that may be causing the alarms. The alarms returned so the issue was the driveline (modular connector) related and not system controller related. The second was at the end of the cleaning when the patient¿s modular cable was exchanged to prevent cross contamination of debris from the old modular cable to the clean modular connector. The new modular cable was connected to the backup system controller for the swap.